Event description:
It was reported that upon unpacking of a 3.50 x 24 mm promus element stent delivery system, it was observed that the pouch was opened. There is no patient involvement in this case. No additional information is available at this time.

Event description:
It was reported that upon unpacking of a 3.50x24mm promus element stent delivery system, it was observed that the pouch was opened. There is no patient involvement in this case. No additional information is available at this time.

Manufacturer narrative:
Device is a combination product device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: this device was returned inside both the foil and tyvek pouch. Examination of the returned device revealed the foil pouch was torn open from one notch. The headerbag was opened along the peelable seals. The tyvek/poly seal at bottom of the coil is completely intact. No damage was noticed to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).